Manufacturer narrative:
Device not returned to manufacturer for evaluation. Device was discarded. Device not returned.

Event description:
It was reported that the tip of the hex driver (phd01) fractured while attempting to remove a cover screw. The screw was removed with another tool and an abutment was placed.

Manufacturer narrative:
Based on the investigation results received, this event would no longer meet the criteria of a reportable malfunction. Only a small piece of the device had fractured at the very tip of the device which would not get stuck inside of the hex portion of the screw that engages the implant preventing the screw to be removed. As a result, the event reported on medwatch reports 0001038806-2018-00146 submitted on feb 22, 2018 and 0001038806-2018-00146-1 submitted on mar 21, 2018 is no longer reportable. No further medwatch reports will be submitted.